Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number and reference of the device are unknown; therefore the device history records are unable to be reviewed. According to the available information , an incomplete device was explanted and sent to external laboratory current information is insufficient to permit a valid conclusion about the cause of this event. More information are requested to the reporter. Investigation still in progress. Device sent to external laboratory.

Event description:
Mobi-c p and f us : revision of 2 implant. Revision of 2 implants. No informations was provided on the original surgery. No informations on the reference or lot number. More information are requested.

Manufacturer narrative:
Product was not returned to manufacturer , it was sent to external laboratory . Form plates references , it was possible to identify the actual device reference and lot number. According to the available information , an incomplete device was explanted and sent to external laboratory current information is insufficient to permit a valid conclusion about the cause of this event. The review of the device history records and tracebility are in progress to identify if there is any deviation to specifications that might have impacted this event. More information are requested to the reporter but no information received yet. Its important to highlight that there was only one cervical level operated and no two level as mentioned in the previous report . Investigation still in progress.

Event description:
Mobi-c p&f us : revison surgery . Information received from the reporter confirmed it was one cervical level revison surgery ( c3/c4) ; only the superior and inferior plates were sent to external laboratory ; patient first surgery was in 2016 ; reason for revion was cervical spondylosis prothesis was replaced with fusion device investigation still in progress.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. B4, b5, g7, h2, h6 and h10 were updated. Initial information allowed to think that the revison concerned two level and two implant . However , during the investigation and based on the communication with the reporter it has been found that the issue is related to one level and one device that was explanted. And it was reported in the medwatch report under the reference MFR report number 3004788213-2018-00291-2. This medwatch was sent only to indicate the result of the investigation that shown that only one implant was involved in this issue.

Event description:
Mobi-c p&f us : "revision" surgery information received from the reporter confirmed it was one cervical level "revision" surgery ( c3/c4) ; only the superior and inferior plates were sent to external laboratory ; patient first surgery was in 2016; reason for "revision" was cervical spondylosis. Prothesis was replaced with fusion device. Patient was still symptomatic, the surgeon decide to remove the implant. Surgical technique was followed. "Additional" information on october, 23rd, 2018: the patient is fine. Attempts have been made and no further information has been provided.